Event description:
Material no.: 309657, batch no.: 9015817. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the 3ml syringe was leaking at the hub. The following information was provided by the initial reporter: I have a 3 ml syringe that was leaking at the hub (posey port). Please let me know where you would like this sent." I was able to visit on (B)(6) 2020 to gather information regarding this message, and learned that on (B)(6) 2020 clinician in the nicu experienced the leaking from the syringe that was luer lok'd to a needless connector which was connected to mirco bore tubing and in use with a pump. Another clinician also mentioned being aware of the leaking. They were unclear as to the cause of the leak, but stated that it had occurred in the past at random. I was able gather the involved products, as well as unopened products from what was indicated from clinicians to be the same lot number as the product involved.

Manufacturer narrative:
H.6 investigation summary: two samples received for investigation. Leakage test at luer connection was performed, there was no leakage or defects observed. During the batch history review no records of quality notifications that could cause leakage problems were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309657 batch no.: 9015817. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the 3ml syringe was leaking at the hub. The following information was provided by the initial reporter: I have a 3 ml syringe that was leaking at the hub (posey port). Please let me know where you would like this sent." I was able to visit on 1/3/20 to gather information regarding this message, and learned that on 1/2/20 clinician in the nicu experienced the leaking from the syringe that was luer lok'd to a needless connector which was connected to mirco bore tubing and in use with a pump. Another clinician also mentioned being aware of the leaking. They were unclear as to the cause of the leak, but stated that it had occurred in the past at random. I was able gather the involved products, as well as unopened products from what was indicated from clinicians to be the same lot number as the product involved.